Manufacturer narrative:
(B)(4). The customer reported cannot analyze and print 12 lead ECG. The customer was sent a loaner device. There was no reported adverse pt impact. The philips sales rep was onsite and evaluated the device and found the software needed updating. The software was updated to resolve the issue. The device passed testing and was returned to use. The customer returned the loaner device and cancelled the bench repair. We will consider this a software malfunction where device could not print or acquire 12 lead ECG. As of (B)(6) 2012, the customer has not reported any further trouble with this device.

Event description:
The customer reported can not analyze and print 12 lead ECG. The customer was sent a loaner device. There was no reported adverse pt impact.